Event description:
Hcp reported the patient has a habit of moving from state to state and having different doctors fill patient's pump. Patient had been seen in their clinic in 2001 and did not come back until six months later. "At that time patient had already been through withdrawal and symptoms had passed." Patient presented with an increase in pain. Patient was using oral vicodin given by another doctor. The pump was interrogated and showed a low battery. The hcp elected to replace the pump. Since that date, the patient is reported to be doing fine and following up with this clinic consistently.